Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient was hospitalized for elevated blood glucose (bg) of 600 mg/dl with ketoacidosis (dka), nausea and vomiting associated with an inaccurate delivery. The patient reportedly remained on the pump and information about the type of treatment received could not be obtained. Troubleshooting with customer technical support (cts) could not be completed therefore the inaccurate delivery allegation could not be confirmed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention and the pump could not be ruled out as a contributing factor.